Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. Upon completion of the eval, a f/u medwatch report will be filed.

Event description:
It was reported after removing the therapy cool flex catheter from the pt, it was noted that second electrode was burned. While ablating with the cool flex catheter, the physician noted the signals suddenly developed noise, and appeared on the ensite sys as if it was spinning around and could not be localized. Ablation was stopped and the catheter was removed from the pt. Upon visual inspection of the catheter, the second electrode appeared to be burned, having a shiny copper appearance. A biosense webster stockerrt radiofrequency generator was used, which at times showed a "rf overflow" error message, however, when the noise was noted on the electrode, there was no error messaged noted. The generator settings during the case were 40watts, 48 degrees celsius, a duration of 240 seconds and an irrigation flow of 25ml/min. During ablation of the posterior wall of the left atrium, the settings were 25-30watts and a flow of 17ml/min. The maximum power used was 40watts. There were no consequences to the pt.